Manufacturer narrative:
Age at time of event: unknown. Date of birth and gender: unknown. Patient weight: unknown. Ethnicity and race: unknown. Date of acceptance used as date of event: june 24, 2021. Serial number#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Implant date: not applicable as product is not an implantable device manufacture date: device manufacture date: unknown, as the serial number of the device was not provided. Device evaluated by MFR: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The below literature article was received on a literature review: literature title: adverse events associated with femtosecond laser-assisted cataract surgery reported to the maude database. A study was done to report real-world complications associated with femtosecond laser¿assisted cataract surgery (flacs). A total of 1,927 reports were included in the study and were either treated with the laser system lensx (n=1202 reports; alcon laboratories, inc.), catalys (n=578 reports; johnson & johnson vision), lensar (n=135 reports; lensar, inc.), or other/unknown (n=12 reports). Intraoperative complications include the following: capsule tears not requiring vitrectomy (n=786; anterior capsule tear n=474, posterior capsule tear n=241, and capsule tear not otherwise specified n=71). Capsule tears requiring vitrectomy (n=329; posterior capsule tear with anterior vitrectomy n=282, posterior capsule tear with posterior vitrectomy n=46, and capsule tear with vitrectomy not otherwise specified n=1). Suction loss 372 (13.8). Other capsulotomy-related complications (ie, incomplete and tag) (n=321). Wound leak (n=72). Corneal laceration and perforation (at the time of incision) (n=65). Incorrect specification (eg, depth, location, size, and width) (n=59). Incomplete incision (n=31). Descemet membrane tag or detachment (n=68). Corneal epithelial damage (n=24). Corneal endothelial damage (n=12). Unintended gantry movement (n=83). Case aborted (n=107). Miosis (n=54). Postoperative complications include the following: endophthalmitis (n=14). Toxic anterior segment syndrome (tass) (n=6). Corneal edema (n=32). Corneal ulcer/melt/infiltrate (n=6). Corneal inflammation (n=5). Additional rare complications reported include unplanned eye perforation (n=1), eyelid laceration that was repaired by the physician (n=1), one nurse being harmed by a metal splinter becoming imbedded in the nurse¿s finger while assisting with the procedure (n=1), and gas bubble migrating into a corneal transplant due to a laser incision, which required surgical repair (n=1). It is not clear if these complications occurred in the eyes treated with catalys (johnson & johnson vision) or the other products. No further information was provided. A copy of the article is provided with this report.

Manufacturer narrative:
Correction: the article citation was not included in the initial report. Koenig, l. R., duong, a. T., yuan, m., & van tassel, s. H. (2022). Adverse events associated with femtosecond laser¿assisted cataract surgery reported to the maude database. Journal of cataract and refractive surgery, 48(2), 168¿172.